Event description:
It was reported that there was an unknown catheter issue for the entire life of the pump, as they were unable to withdraw cerebrospinal fluid (csf) during a pump study. The patient reported never having pain relief or less than 50% therapy relief, and the pain was in the patient's 'usual area.' On the day of the report, the healthcare provider (hcp) was unable to aspirate the catheter access port (cap). There were no volume discrepancies on refills; and the catheter tip looked to be at t5. The hcp was planning to determine if the entire system should be explanted or the catheter revised. The pump was used to deliver dilaudid. Additional information reported that the patient had a granuloma.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709sc, lot# n179646031, implanted: (B)(6) 2009, product type catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
Additional information later received reported that the catheter and pump were explanted. The patient had had preservative free normal saline in the pump for quite some time. The patient had a granuloma and the healthcare provider was waiting for the granuloma to decrease in size to do the explant.